Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: an instrument fell apart. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation, which was carried out on the basis of manufacturing and material documents, suggests that the present torque was established in april 2010 in accordance with the specifications. Also, the review of the product history has produced no abnormalities. The exact cause of the damage could not be elicited, but it appears that the torque was used to loosen a screw, which is not an intended use for this instrument.